Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported ¿right implant is loose particles" and "pain height of armpit. Silicone had gone into armpit." Patient additionally reported they "slept poorly", unrelated to the device. The device has been removed.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2, d.6, e.1, g.1, g.3.

Event description:
Patient reported ¿right implant is loose particles" and "pain height of armpit. Silicone had gone into armpit." Patient additionally reported they "slept poorly", unrelated to the device. The device has been removed.